Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulse field ablation (pfa) procedure, a farawave catheter was selected for use. A standard approach to the right inferior pulmonary vein was performed; however, a cobra shape was noted several times. It was observed that the wire got stuck when the catheter and wire were repositioned to resolve the issue; therefore, the entire catheter was removed from the body. The catheter was replaced as the wire could not be removed; no tissue adhesion was observed. The guidewire was removed together with the catheter. It has been reported that the catheter formed a cobra shape a few times. The procedure was completed successfully with a new catheter without patient complications. The device is not expected to be returned as it was discarded.